Event description:
A red alert was detected for high shock impedance on this rv lead on (B)(6) 2012. Lead was implanted (B)(6) 2009. No additional information is available at this time. Lead remains in service. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).